Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. The medical records provided indicate the 2 jp drains that were placed at the time of the mesh implant were draining for a long time post-op and, once they were removed, the fluid reaccumulated. The mass that was excised more than two years after the mesh implant was diagnosed as a subcutaneous hematoma with fibrous and cystic degeneration. This may be related to the post-op drainage reported after the mesh implant. The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for evaluation as it is still implanted in the patient; however, based on the currently available information no bard mesh device failure occurred.

Event description:
Attorney reported: patient sustained injury and damages associated with the use of defective product, bard composix kugel hernia patch. Specifically, as a result of having the composix kugel patch implanted in patient, patient suffered disabling pain and required surgical intervention. Information from medical records received for review: (B)(6) 2007 - incisional herniorrhaphy with bard composix kugel mesh and removal of lipoma. Jp drains x 2 were replaced. On (B)(6) 2009 - panniculectomy and excision of abdominal wall mass. Per operative report, "at the middle of the incision where the mass was adherent to the previously repaired incisional hernia mesh."